Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. A deep cut was found on the external part of the cable. The sheath was clearly visible but undamaged. The coupler showed signs of corrosion.the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, post procedure, the 4k camera head presented no video signal. No piece of equipment fell into the patient during the procedure. No patient harm reported. During the evaluation of the device, it was noted there was no image when connecting the device to the video processor due to the defective camera cable. This report is to capture the reportable malfunction of no image when connecting the device to the video processor due to the defective camera cable noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it has been pointed out that no images are displayed due to cable failure. There was no description of the cause of the cable failure. Olympus will continue to monitor field performance for this device.